Manufacturer narrative:
Product complaint # :(B)(4). Date sent to the FDA: 9/15/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, the following was obtained: were x-rays taken to locate the needle? No. Was any other tissue damaged as a result of searching the needle? No. What measures were taken to retrieved the broken piece? Removed needle from patient. Needle did not break was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. What tissue was being sutured when the event occurred? Hernia was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient's post-operative care due to the prolonged procedure? No. Device return status. Please document the shipment tracking number: returned yesterday should receive today the following additional information was received: was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> 10, action taken when event occurred? --> reopened new one, was procedure successfully completed? --> yes, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown,

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the suture became detached from the needle. It was reported that the needle broke off the suture and fell into the patient. They were able to retrieve the needle out of the patient and were able to finish the procedure. Surgery was delayed 10 minutes. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, g 1. Manufacturer site email, g 1. Manufacturer site phone. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned sample. The returned samples revealed that one detached needle, a dispensed suture that pertained to product code dc284 was received. During visual inspection of the returned sample, the swage area was noted with marks by a surgical instrument. In the hole was observed a suture piece. In addition, the suture was examined, and the end was noted to be cut probably caused by a surgical instrument. The instructions for use do contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d 9. Device available for evaluation?, g 1. Manufacturer site addr. Street line 1, g 1. Manufacturer site addr. Street line 2, g 1. Manufacturer site postal code, h 3. Device evaluated by manufacturer?, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions.